Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, an external iliac dissection occurred, and was repaired with balloon angioplasty.a surgical cut down was performed on the l side for device access. Ew dilators were used up to 28f without issue and a 24 fr sheath was placed. After deployment of a 26mm sapien valve, and after removing the delivery system and rf3 sheath, a peripheral angiogram was taken. A dissection in the external iliac was noted. An 8x30 balloon was inserted on the contralateral side and brought down over the dissection on the ipsalateral (l) side. After the balloon, no further action was taken. Normal flow noted throughout left external iliac and common femoral artery post pta. A final angiogram was taken to confirm the results of the balloon of the l external iliac. The patient remained stable throughout the procedure. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 8.0mm. The vessel was described as mildly calcified with mild tortuousity.

Manufacturer narrative:
The sheath was not returned for evaluation as it was reported that there were no issues with the device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices the minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access vessel's minimum luminal diameter was 8.0 mm, and the vessels were noted to be mildly calcified and mildly tortuous. The borderline mld of the access vessel in combination with mild calcification and tortuosity likely caused or contributed to the vascular complication. In addition, calcification and/or tortuosity not appreciable on imaging could have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.